Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implantation. The bleb was flat and the shunt was suspected to be clogged. The device was exchanged for another shunt. In a follow up, the surgeon reported he though the event was caused by user handling and not related to the product. The initial surgeon implanted the tip of the shunt into the cornea during the procedure because this was his first shunt implantation to perform , and as a result the bleb flattened. Additional info has been requested.